Event description:
It was reported that the patient was revised approximately three months post-initial implantation due to dislocation. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). G2: foreign: new zealand. D10: cat: 113612 lot: 66255313 comp primary stem 12mm micro. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. Proposed component code: mechanical (g04) - head. Reported event was confirmed by review of radiographs and pictures. Visual examination of the provided picture identified the stem has biodebris on it, showing signs of implantation. The bearing and humeral tray were also explanted and are shown. Radiographs were provided and reviewed. Review of the available records identified the following: initial implant fit and alignment were normal with subsequent dislocation. No implant loosening. Bone quality is unremarkable. Subsequently, there is malalignment due to dislocation. No other abnormalities. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.